Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior repair, sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the carrier was unable to retract from the capio cage inside the patient. Subsequently, the physician had to pull the device out of the ligament. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.